Manufacturer narrative:
As reported in a research article, out of 155 pregnancies followed, 53 had valve thrombosis during pregnancy or the postpartum period. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however the study was examining different anticoagulation regiments in pregnant patients with mechanical heart valve, which could have contributed to the reported thrombosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying an unknown model st. Jude medical/abbott mechanical heart valve that may be related to increased risk of mechanical prosthetic heart valve thrombosis with pregnancy-induced procoagulant. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of different anticoagulation regimens regarding maternal and fetal outcomes in pregnant patients with mechanical prosthetic heart valves (from the multicenter anatoliapreg registry)." It was reported in the article that a total of 110 patients, with a total of 155 pregnancies, were involved in the study between january 1996 and august 2019. The study was divided into 5 groups according to anticoagulation treatment that was used. Since the study was designed to assess maternal and fetal outcomes, the analysis was done "per pregnancy" rather than "per woman." Maternal complications were reported to be thrombosis, cerebrovascular events, transient ischemic attacks, thromboembolic complications, infective endocarditis, and others. Fetal complications were reported as preterm birth, low birth weight, stillbirth, and mis-carriage. A total of 26 st. Jude medical mechanical valves were involved in the study. It was reported that a total of 53 pregnancies (34%) experienced prosthetic valve thrombosis during pregnancy or in the postpartum period.